Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2018. There was also an insulation anomaly noted on the lead. Patient condition was not reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular lead was over-sensing noise. The over-sensing was reproduced with isometrics. No intervention was performed at the time. Patient was stable throughout the event.